Event description:
Update rec'd 11/04/2014 - litigation papers received. Litigation alleges pain, disability, metallosis, and elevated metal ion levels.. There is no new additional information that would affect the investigation. The complaint was updated on: 12/03/2014.

Event description:
Asr revision reported by sales rep: right hip. Reason for revision: pain. Cup removed - asr shell and replaced with gription cup. Poly liner, and ceramic ts head. Lot number for summit not recognised on our system. Have input product code, but cannot find manufacturing date or location or expiry date.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.